Event description:
The customer returned the device stating, ¿the motor service was due, and the downstream occlusion (dso) seal needs to be replaced¿; during device evaluation it was found the upstream occlusion (uso) seal was buckling. The event happened during testing. There was no patient involvement.

Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported the issue of "the motor service was due, and the downstream occlusion (dso) seal needs to be replaced¿ was confirmed through visual inspection and checking motor odometer. The units odometer was past the six (6) million replacement mark and the dso seal was lifting. Further investigation the unit¿s liquid crystal display (lcd) lens had a crack on the bottom and the upstream occlusion (uso) seal was buckling. Replaced the motor and reset the odometer to zero, replaced the dso seal, lcd lens, and uso seal. Updated software and unit reset to standard configuration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.